Event description:
It was reported that the patient experienced diffuse lamellar keratitis (dlk) stage 2+, trace temporal ingrowth, interface haze grade 1+ and ingrowth at junction grade 1+ in the right eye and trace superior dlk and interface haze grade 1+ and ingrowth grade 1+ in left eye following laser vision correction surgery. Post ¿ operative information: 1 day, od: 2+ superior diffuse lamellar keratitis (dlk), os: trace superior dlk, visual acuity (va): od: 20/30+ os: 20/20. 6 days, od: 1+dlk, visual acuity (va): od: 20/20 os: 20/20.

Manufacturer narrative:
Date of event: unknown. 13 days, visual acuity (va): od: 20/20 os: 20/20. 1 month 11 days, od: trace temporal ingrowth, visual acuity: od: 20/20 os: 20/20. 4 months 4 days, od: 1+ interface haze, 1+ ingrowth at junction, os: 1+ interface haze, 1+ ingrowth, visual acuity: od: 20/20 os: 20/25+. Device manufacture date - not available at the time of this report. Ingrowth. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: 1. Use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. 2. Empty reservoir in sterilizer nightly. 3. Stop using talc free gloves. 4. Use non-fragmenting lasik sponge. 5. More aggressive use of topical steroids when the diagnosis of dlk is made. 6. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. Placeholder.